Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device displayed a false left arm off message. The customer used a variety of trunk cables and lead sets that work on other devices but the issue would still intermittently occur on this unit. The device was reported as being in clinical use at the time of the event. However, the initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact.

Event description:
It was reported to philips that the device displayed a false left arm off message. The customer used a variety of trunk cables and lead sets that work on other devices but the issue would still intermittently occur on this unit. The device was reported as being in clinical use at the time of the event. However, the initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact.